Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio results. Results as follows. Date: (B)(6) 2014; inratio: 2.4; re-test: 3.3. Time between tests: 10 minutes. Therapeutic range: 3-3.5. Pt self tester reports milking the finger after finger stick. Customer is not sure if the first drop of blood was used to obtain the inratio 2.4 result. A different finger was used to obtain the 3.3 result.